Manufacturer narrative:
Follow-up #1: date of submission 03/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: during investigation, the black box showed a replace cartridge alarm however there was voltage drop observed when a loss of prime warning went unacknowledged. The pump powered on with the returned battery cap. The returned battery cap was able to fully tighten. The battery compartment was found to be cracked. There was no evidence of contamination inside the battery compartment. The audio bolus button cover was found to be torn. The bolus button was responding. The current draws were within specification. A ¿battery life¿ issue was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.